Event description:
It was reported that the infusion set tubing caught on the doorknob on (B)(6) 2026 causing the infusion set to be yanked off the body.

Manufacturer narrative:
Based on the available information, this event is deemed to be reportable malfunction.to date no additional information has been received. Should additional information become available, a follow-up report will be submitted.FDA registration numberreporting site: 8021545manufacturing site: 8021545